Event description:
The lead dislodged and was replaced. It was reported that the patient had a bad atrium and fixation was a problem with every lead that was tried.

Manufacturer narrative:
No medwatch form was received.